Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump lost prime while patient was sleeping. No unusual treatment was required. Patient's blood glucose was 457 mg/dl with moderate ketones; no symptoms because patient was sleeping. This complaint is being reported because the patient experienced hyperglycemia allegedly related to loss of prime.